Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the insulin pump alarmed button error. Customer's blood glucose reading was 140 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent escape and act buttons due to corroded keypad traces. No button error alarm noted. The insulin pump was programmed with test glucose meter; the insulin pump communicated properly and recorded the value properly from glucose meter. The insulin pun has battery tube threads cracked, cracked belt clip slot, broken reservoir tube lip, minor scratched lcd window, reservoir tube cracked, cracked end cap and cracked reservoir tube window.